Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had not been able to fill the syringe with insulin while attempting to load a cartridge. Reportedly, the customer was experiencing an issue with understanding the process and having the dexterity to complete the load. The customer's blood glucose was as high as 416 mg/dl and would take an injection. The customer called tandem technical support (cts) the next day and reported their blood glucose level was 46 mg/dl due to taking too much insulin by injections and not due to the pump. The customer consumed raisins and reported doing fine.